Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11: manufacturer narrative: lens rotation, increased astigmatism, and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation, blurred vision, and astigmatism. Lens was repositioned but that did not resolve the problem. Lens remains implanted. Cause of the event was reported as unknown.